Event description:
A patient reported that their meter would not power on "for about 6 to 7 months". Patient is supposed to test their blood glucose once a day. Since the meter was not working, patient would go to the hospital to get their blood glucose tested. Patient stated that they "were never admitted for anything at the hospital. Sometimes they just gave them more medication depending on the sugar reading". Yesterday, patient had gone to the hospital to get their blood glucose tested and it was 110 mg/dl. Patient was not treated. Patient normally takes a set amount of oral medication at home. No further information has been reported.